Manufacturer narrative:
Product analysis as found condition: the pipeline flex device was returned stuck inside the returned phenom 27 catheter, inside a dispenser coil, inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was stretched. No kinks or bends were found on the pusher wire. The braid¿s distal and proximal ends were open and frayed. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. Testing/analysis: the pipeline flex device was removed from the returned phenom 27 catheter lumen without difficulty. The phenom 27 catheter total and usable lengths were measured within specification. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the returned pipeline flex braid¿s distal and proximal ends were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate and the pipeline had been in the straight section, which rules out vessel tortuosity, and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, user deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damaged could not be determined. In addition, from the damage seen on the braid (fraying) and distal hypotube (stretched), it appears that a high force was used. The damage may have occurred when the user attempted to advance or retrieve the pipeline flex device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. The customer¿s ¿resistance¿ report could not be confirmed, as no issues were e ncountered testing of the returned phenom 27 catheter. Possible causes of resistance include a lack of continuous heparinized saline flush during the procedure. However, the cause of the event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open and become entangled and damaged the phenom 27 mi crocatheter. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery (l-ica) c6 segment unruptured saccular aneurysm. The aneurysm max diameter was 4mm; the aneurysm neck diameter was 3mm. The distal landing zone was 3.8mm; the proximal landing zone was 4.4mm. Patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with normal pru level noted. It was reported the devices were prepared and catheter flushed per the instructions for use (IFU). The catheter system was delivered to the intended treatment location. The pipeline was delivered with the plan to deploy 8-10mm in the m1 segment, then to retrieve and position to the distal end of the ica, ensuring not to cover the a1 segment. After initiating deployment and retrieving about 7-8mm of the stent with the microcatheter, poor opening of the tip was observed. The surgeon was instructed to retrieve the device and flip the sleeves inside the body, then redeploy. However, during retrieval, the stent became stuck at the distal tip of the microcatheter and could not be withdrawn. Under fluoroscopy, the phenom catheter was seen to have signification kink damage. The entire system was removed together. In vitro, significant force was required to push the pipeline stent out of the tip of the phenom 27 microcatheter. The pipeline pushwire was not noted to be damaged. The surgeon felt the pipeline may have been stuck on the sleeves causing the failure to open and then the resistance and damage to the phenom microcatheter. Both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Ancillary device: navien 6f 115cm distal access catheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s ((B)(4)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: device evaluation not completed at the time of this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the distal section of the pipeline did not open. The pipeline had been in the straight section of m1 when it failed to open. Because it was in the not deployed stage, it could only be re-deployed via microcatheter retrieval. However, during microcatheter retrieval, the small wings got stuck at the tip of the microcatheter, preventing it from being retracted or pushed out. To ensure safety, the entire microcatheter was removed from the body for inspection. No resheath was performed, the phenom27 microcatheter was retrieved in the body only once.